Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump screen was cracked during travel, while the pump maintained full functionality and blood glucose management was not impacted. Symptoms included no clinical symptoms. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included collection of use history and service history review, with a replacement device shipped and the original device expected for return. Investigation of this device revealed damage to the display/screen consistent with external physical impact, with no internal performance issue identified and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.